Event description:
It was reported that on (b)(6) 2026, a TriClip procedure was performed to treat functional tricuspid regurgitation (TR) with a grade of 4. Two TriClip XTW clips were inserted and deployed on the tricuspid valve, reducing TR to a grade of 1.On (b)(6) 2026, a transthoracic echocardiogram (TTE) was performed and revealed that the second implanted clip had detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/SLDA), causing TR to 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints from the lot. Based on available information, a cause of the reported single leaflet device attachment (SLDA) could not be determined. The recurrent tricuspid regurgitation was a cascading effect of the SLDA. Tricuspid regurgitation is listed in the Instructions for Use as known possible complications associated with TriClip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.